Event description:
Caller stated that on (B)(6) 2023, he was implanted with a smith and nephew total hip replacement cup and liner. On (B)(6) 2023, the hip dislodged as it popped out of pocket. He visited the hospital and the device was pushed back into pocket. On (B)(6) 2023, the same incident happened where the hip dislodged again and was pushed back into pocket. Caller met with his doctor on (B)(6) 2025 to discuss why he was having problems and he was told that the device was recalled. On (B)(6) 2025, he had a revision where the cup and liner was replaced. On (B)(6) 2025, he met with his doctor because of pain and discomfort. He also stated that he may be getting another revision. Caller wants to know why the device were recalled and he did not receive any notification about the recall. Pt codes: 1994; 2330. Device codes: 2923; 1420; 2978. Reference reports; mw5179391, mw5179393, mw5179394.